Manufacturer narrative:
Corrections h6:-device codes; b5:-describe event or problem.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system called and reported that a visit to a new clinic had informed her that the device appeared to not have been implanted properly. The patient was convinced to have the device removed. Additionally, the patient reported feeling tingling sensations while the device ran tests and experiencing chest pain, palpitations and difficulty breathing. Technical services (ts) advised the patient to consult the physician about device changes and further device evaluation. Subsequent additional information was received from the local field representative that stated that a full system explant had been scheduled in may, however, the procedure was cancelled due to patient feeling scared. Additional information was received from the physician that stated the patient visited the emergency room (ER) due to pain, discomfort, edema, swelling and inflammation after having self extracted this ICD device and right ventricular (rv) lead a few days prior. An echocardiogram was taken an found no complications and the ICD system had fully been extracted. Data analysis was performed, and the results showed that the device had recorded codes 1005, 1004 and 1007 that indicated open circuit conditions that followed by short circuit condition during shock delivery which led to subsequent charge time out due to pulse generator (pg) damage (fuse) due to the shorted lead possibly during when the patient self-extracted the system. The patient was admitted for further evaluation and care. No additional adverse patient effects were reported. The ICD and rv lead were returned to facility.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection noted an arc mark on the pulse generator case. An x-ray of the device was completed, and it was noted the plasma fuse was activated (i.e., open), consistent with a shock into a shorted lead. Based on inspection and analysis of this device, evidence indicates that the device was damaged due to inappropriate handling of the device by the patient, which was described in the event. Corrections: h6: device codes; b5: describe event or problem.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system called and reported that a visit to a new clinic had informed her that the device appeared to not have been implanted properly. The patient was convinced to have the device removed. Additionally, the patient reported feeling tingling sensations while the device ran tests and experiencing chest pain, palpitations and difficulty breathing. Technical services (ts) advised the patient to consult the physician about device changes and further device evaluation. Subsequent additional information was received from the local field representative that stated that a full system explant had been scheduled in may, however, the procedure was cancelled due to patient feeling scared. Additional information was received from the physician that stated the patient visited the emergency room (ER) due to pain, discomfort, edema, swelling and inflammation after having self extracted this ICD device and right ventricular (rv) lead a few days prior. An echocardiogram was taken and found no complications and the ICD system had fully been extracted. Data analysis was performed, and the results showed that the device had recorded codes 1005, 1004 and 1007 that indicated open circuit conditions that followed by short circuit condition during shock delivery which led to subsequent charge time out due to pulse generator (pg) damage (fuse) due to the shorted lead possibly during when the patient self-extracted the system. The patient was admitted for further evaluation and care. No additional adverse patient effects were reported. The ICD and rv lead were returned to facility.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system called and reported that a visit to a new clinic had informed her that the device appeared to not have been implanted properly. The patient was convinced to have the device removed, however cancelled the surgery. Additionally, the patient reported feeling tingling sensations while the device ran tests and experiencing chest pain, palpitations and difficulty breathing. Technical services (ts) advised the patient to consult the physician about device changes and further device evaluation. Additional information was received from the physician that stated the patient visited the emergency room (ER) due to pain, discomfort, edema, swelling and inflammation after having self-extracted this ICD device and right ventricular (rv) lead a few days prior. An echocardiogram was taken and found no complications and the ICD system had fully been extracted. Data analysis was performed, and the results showed that the device had recorded open lead faults followed by a shorted lead fault and subsequent charge time out due to pulse generator (pg) damage (fuse) due to the shorted lead possibly during when the patient self-extracted the system. The patient was admitted for further evaluation and care. No additional adverse patient effects were reported. The ICD and rv lead were returned to facility.